Event description:
The facility reported an infusion pump failure. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure was confirmed due to depleted batteries. Failure code 570:320:844:0000 was found in the event history of the device. Inspection of the pump revealed depleted main batteries caused failure code 570:320:844:0000. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.